Event description:
It was reported that during central processing, the tip up fenestrated grasper instrument had a loose wire. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the distal end. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.